Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that they are not able to access error codes in event log, unit has 3.20 software. The rse advised the customer if error 1104 is present in the event log, then replace the cpu to address the complaint, if problem persists or if error 1115 check vent: aux alarm supply failed is present replace the motor controller printed circuit board assembly (pcba). Provided parts ID for the mc pcba and the cpu board for replacement. Per good faith effort (gfe) response, it was confirmed that once the new part was received, the clinical engineering tested the ventilator before replacing the part and it was observed that there was no fault found, so the engineer sent the ventilator back on the floor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, it was observed that the device was getting an error code 1104 backup alarm failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that they are not able to access error codes in event log, unit has 3.20 software. The rse advised the customer if error 1104 is present in the event log, then replace the cpu to address the complaint, if problem persists or if error 1115 check vent: aux alarm supply failed is present replace the motor controller printed circuit board assembly (pcba). Provided parts ID for the mc pcba and the cpu board for replacement. The investigation is ongoing.